Manufacturer narrative:
(B)(4). Batch #iyzd20237. The device was received with the jaws closed, half way fired. Upon visual inspection it was observed that the jaws could not be open due to the I-blade was half way fire and the I-blade could not be retracted to home position, therefore, it was note that the I-blade was broken at the articulation area causing that the I-blade could not retracted and that the jaws were unable to open and close. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. Is there any additional information for this device? Did the surgeon attempt to manually open the jaws with his fingers? If no: ¿ was the device on a vessel/artery when it would not open? ¿ if yes, how was the device removed? (I.e. Cut off, forced opened) ¿ if cut off, did this cause a change in the plan of care for the patient? ¿ did the removal cause any damage to the vessel/artery? ¿ if yes, what is the damage and how was the damage repaired? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the used instrument was left for the or contact with a note that said "wouldn't open". Unknown how case was completed. There were no adverse consequences for the patient.